Manufacturer narrative:
It was reported to a medtronic representative, following-up at the site, that the solera nav driver does not hold the tip of the screw very tight and screw can toggle as it is being put in. When tightening the screw as tight as possible to try to alleviate this wiggle but it can still move. The surgeon put the screws in safely by slowing inserting and watching for toggle. The driver did not work properly and needs to be replaced. There was no complication to any patient. Replacement solera driver on hold, per customer. Suspect device not returned to manufacturer for analysis. Part not returned.

Event description:
A medtronic representative reported that, while in a procedure, a 4.75 solera driver was interfacing tightly with the screw head. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.